Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 27 mmol/l. Troubleshooting was performed and revealed that the insulin pump was programmed correctly. The prime test passed. While checking the insulin pump's history files, it was found that the insulin pump had alarmed no delivery prior to the event. The customer's wife stated that the customer had changed his infusion set twice in an attempt to correct the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.